Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: 20 presto inflation devices were received for evaluation. One electronic photo was reviewed. The photo shows the clear packaging tray of a sealed presto device. Specs of a black material can be noted on the packaging. It cannot be determined in the photo if the material is inside the packaging tray or on the device. Based on the photo review, the foreign material can be confirmed on the packaging. The devices were returned sealed and unopened. Black flecks were noted on the tray of the packaging of the devices. The flecks were noted to be on the outside of the tray only. No material was noted to be on the device. The device seal was opened and no foreign material was noted to be inside the sterile barrier or on the device for any device received. Ftir analysis was performed on the material, however the analysis was inconclusive. Therefore, the investigation is confirmed for the foreign material being present on the outside of the packaging trays. The definitive root cause for the foreign material could not be determined based upon the available information. Labeling review:the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 06/2023. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the inflation device packaging allegedly had foreign material contamination outside the box. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer, and the evaluation is still pending. The photo was provided for review. The investigation of the reported event is currently underway. Expiry date (05/2023).

Event description:
It was reported that prior to an angioplasty procedure the inflation device packaging allegedly had foreign material contamination outside the box. There was no reported patient contact.